Event description:
It was reported that the patient experienced urinary incontinence. Next course of action is unknown.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts could not be made to obtain complete event, patient, and device information.